Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. The ablation of the left veins was finalized when a low blood pressure was noted. An ultrasound was done which diagnosed a pericardial effusion. A pericardiocentesis was performed and the patient is recovering. There were no performance issues with any abbott device.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.